Event description:
(B) (6) seen in the ER for an injured wrist. When x-rays of the wrist were taken, it was noticed that a piece of a radial arterial line that had been used during cardiac surgery in 2008 was retained. The piece was removed at a later date during planned surgery.